Event description:
It was reported the output current from the ventricle side is much lower than what is indicated on the pacemaker display. The device was returned for test and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the lower case was broken, the control knobs were contaminated, both bail covers and ring cover were broken, the lead flex cover was corroded, the battery contacts were compressed, one bail and ring were missing, the battery drawer was broken, and the display was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex, due to the device failing ventricular amplitude and ventricular current leakage testing. Analysis found that a defective diode component on the assembly caused the out of specification output amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.